Event description:
It was reported that a pericardial effusion and a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician made a forward movement when the closure device was in the laa. The feet of the device went into the patient's heart and was perforated. This perforation lead to the pericardial effusion. The patient was brought to surgery to remove the device. The device was removed from the patient and the laa was removed. The patient is currently doing very well following this event.